Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during an unknown procedure, the device wouldn't pass through. No further details provided.

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received one device opened by the account without the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Witness marks on the bevel wall were observed on the instrument. No sheering was observed on the toggle switches. The instrument was loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.